Event description:
Event description: a peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the microporepaper tape 1x10yds w/dispenser pulls his skin and makes it all red. He cannot use the tape. He states his spouse found some surgical tape or silicone tape and it work well. No further information was provided. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".